Event description:
Info received indicates the bed is not steering or braking correctly.

Manufacturer narrative:
The technician isolated the issue to the foot end casters. He replaced the foot end casters to repair the bed.